Event description:
A malfunction alarm was reported, identified by the code malf 12, but no notable events occurred prior to this issue, and it did not adversely impact the customer's blood glucose levels. The customer had not previously reported or reset the pump for this malfunction, so tandem technical support provided pump reset information and assisted with resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to call back if the problem recurred. No additional outcome information was provided.